Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The receiver was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. A review of the receiver logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The transmitter was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.